Event description:
Ous MDR - it was reported that this lead dislodged and while attempting to revise it, the screw would not retract. This is all of the available information at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Traction forces during surgery should be taken into consideration. In summary, a bend in the lead¿s distal part was noted, affecting the performance of the active fixation mechanism. There was no sign of a material or manufacturing problem.